Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient had two implantable neurostimulators (ins) that were empty. The inss had reached elective replacement indicator (eri). The left ins was programmed using the following settings: c+, 3- at 3.8v, 60 usec, and 125 hz on program one and c+, 2- at 2.6v, 60 usec, and 125 hz on program two. The right ins was programmed to c+, 2-, 3- at 3.3v, 60 usec, and 160 hz. The patient's previous inss lasted six years and their current inss only lasted three years. The patient's health care provider (hcp) suspected premature battery depletion. The cause of the event was unknown. No diagnostics were done. The inss were going to be replaced, but the date of the replacement was unknown. The issue was not resolved at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2016-01053.